Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is not responding to sounds anymore. No trauma is reported. Patient underwent revision surgery, but at this time it is not known if the surgery involved re-insertion of electrode or re-implantation.